Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 6 devices were evaluated in the field and the issue was confirmed; 4 devices had damaged/broken components, 1 had a misaligned component, and 1 had a worn component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported the zoom disengaged during use. There was no patient involvement.